Event description:
A customer contacted beckman coulter inc., (bci) regarding false high glucose (glucm) results generated by the unicel dxc 800 pro synchron clinical systems for twenty six patients. The results were reported out of the lab. Rerun was performed after qc failed established specifications. Customer amended 26 patient results after comparing the original to the rerun. Patient treatment was not affected.

Manufacturer narrative:
Customer calibrated glucose channel the day before the event and then the day after the event. Qc passed on the calibration performed before the event. Qc failed on the calibration after the event. A field service engineer (fse) was dispatched and replaced the glucose reagent syringe pump assembly and glucose electrode. Bci has asked for the hardware to be returned for further investigation. Although hardware was replaced, root cause remains unknown at this time.